Event description:
It was initially reported that the zimmer air dermatome ii handpiece is not working properly and needs its annual checkup. Additionally the device will be reviewed for bubbling/blistering of the surface coat.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/29/2012 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that the mispositioned control bar and nicks to the head could have contributed to sub-optimal behavior of the device; however, it operated as intended during testing. Further evaluation revealed bubbling / blistering of the 3" width plate, rendering the device non-repairable. The cause of the reported issue could not be determined as the device functioned properly during testing. The device has not been returned to the customer.